Manufacturer narrative:
It was reported that after being inserted for approximately 1-2 weeks, the gastrostomy (g-tube) balloon "popped" during feeding. Reportedly, the g-tube was taken out to "sterilize it with alcohol" and then it was "tape[d] back in." Following an unidentified period of time after this incident, the g-tube was reportedly removed. There was no impact or adverse effect to the end-user. No medical intervention or follow-up care was reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the gastrostomy tube (g-tube) balloon "popped" and the g-tube was removed.